Manufacturer narrative:
The investigation has been started and a f/u report will be submitted when the investigation is compete

Event description:
The report states that during an intestinal pediatric procedure, the tip of the electrosurgical needle electrode may have broken off. They could not find the tip or determine if its in the pt or not. A scratch pad was used on the needle during the procedure.